Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2015 with the following findings: the battery compartment had a leak. There was no evidence of moisture inside the pump. The keypad was peeling from the base. The keypad is cut and torn between up and contrast buttons. All keys are responsive, removed the keypad, no evidence of contamination on key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.